Manufacturer narrative:
The pod was received fully deployed. The distal tip of the soft cannula was torn off. It could not be determined when this damage occurred, or if this affected insulin delivery while the pod was worn.

Event description:
It was reported that the patient's blood glucose levels reached 343 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.